Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump got exposed to moisture and it was not working. The customer¿s blood glucose level was 109 mg/dl at the time of incident. Customer stated that the insulin pump was dropped in pool and they did hear fluid when shaking the insulin pump. Customer stated that they saw fluid under the liquid crystal display. The customer was advised that the insulin pump needed to be replaced the insulin pump and revert to the backup plan. The device will not be returned for analysis.